Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had a poor image (no image on one side). There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found the following: due to damage on the charged coupled device unit the image had white dots, the adhesive on the bending section cover rubber had a chip, the control unit had a scratch, the grip had a scratch, switch1 had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the video connector had a scratch, and the video connector case had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported image issue/no image on one side could not be confirmed and a definitive root cause of the issue could not be determined, however, based on the reported problem, it is possible that the issue was the result of a damaged charged-coupled device, a faulty component in the video connector circuit board or an issue/defect on the system side. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.7 inspection of the endoscopic system¿ as below. Inspection of the endoscopic image ¿confirm that the 3d endoscopic image is displayed normally in wli and nbi observation¿. ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 confirm that the touch panel shows the ¿main¿ screen on the video system center (otv-s300). 3 to perform the 3d adjustment, ignite the lamp and adjust the white balance according to the instructions given in the video system center. 4 tap the ¿option¿ button at the bottom left of the touch panel of the video system center. 5 if the ¿3d adjustment¿ status is ¿incomplete¿, perform the following operations (6 through 11). If the ¿3d adjustment¿ status is ¿completed¿, jump to step 12. 6 set the observation mode to the wli according to the instructions given in the video system center. 7 insert the distal end of the endoscope into the 3d adjustment cap (maj-2266) until it stops. 8 tap the ¿execute¿ button of the ¿3d adjustment¿ on the touch panel or press the custom switch to which the ¿3d adjustment¿ is assigned, holding the endoscope with a hand so that it will not move. In case of remote switch of endoscope, press the remote switch for about one second. 9 confirm that ¿completed¿ is displayed in the ¿3d adjustment¿ status and the message is displayed on the monitor. 10 if the 3d adjustment is not completed, repeat step 2 through 10, referring to section 5.2, ¿troubleshooting guide¿. 11 remove the 3d adjustment cap from the distal end of the endoscope. 12 put on the 3d glasses supplied with the 3d monitor. 13 observe the palm of your hand in the wli and nbi endoscopic images. 14 confirm that light is output from the endoscope¿s distal end. (See figure 3.20) 15 adjust the brightness level as appropriate. 16 take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 17 put on the 3d glasses again. 18 close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that there are no differences in color and brightness between the right-eye and left-eye images. 19 touch the target object using a hand instrument while observing the 3d endoscopic image to confirm that a sense of depth is normal. 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21 move the joystick slowly in each direction until it stops. 22 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation¿. Olympus will continue to monitor field performance for this device.